Manufacturer narrative:
The calibration, qc, and alarm trace were requested but not provided. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the vacuum pump diaphragm was cracked so he replaced it. Calibration, qc, and precision testing were performed and acceptable. This investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable ise indirect na, k, cl for gen.2 results for several patients with the cobas 8000 core unit. The customer stated they have had several results that are questionable upon repeat and results are off as much as 5 to 10 mmol/l. The customer did not have specific examples but stated na, k, and cl were all affected. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.